Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective label marking with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective label marking was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes the printing was poor. Two tubes had this condition. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: defective marking.